Manufacturer narrative:
It was reported that the o2 hose pipe connected to o2 gas supply inlet of the ventilator was leaking. The ventilator was investigated by our field service engineer on-site and the oxygen hose pipe was found defective and replaced which solved the issue. No replaced part has been returned to manufacturer for technical investigation. The cause of the reported component failure has not been established in this investigation.

Event description:
Manufacturer ref#: (B)(4).

Event description:
It was reported that the o2 hose pipe connected to o2 gas supply inlet of the ventilator was leaking. Patient involvement is unknown. Manufacturer' ref.#: (B)(4).